Event description:
Information was received from a healthcare provider (hcp) via a manufacturer's representative (rep) regarding a patient receiving co mpounded baclofen (250mcg/day at 3000mcg/ml) via an implantable infusion pump for unknown indications for use. It was reported that the patient's catheter was disconnected at the connector pin in the spinal incision. The were no environmental, external, or patient factors noted. Diagnostics and troubleshooting included imaging. The catheter was replaced (B)(6) 2026 and was discarded by the hcp. The issue was resolved at the time of the report.

Manufacturer narrative:
Continuation of d10: product ID neu_unknown_cath lot# serial# (B)(6) implanted: (B)(6) 1994 explanted: (B)(6) 2026 product type c atheter section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_cath, serial/lot #: (B)(6): medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.